Event description:
Reporter stated that the device's base unit appears to have burned and melted around the contact area. Reporter noted that water had spilled onto device; however, she did not indicate whether this occurred prior to, or following, the discovry of the melting around the contacts. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.